Event description:
One of our csts was cleaning gross debris from his instruments at the end of a case this morning and the rf capsule came free from the raytec he was using. This did not impact his patient in any way but we now know the potential is there for these rf capsules to separate from the sponges. Dates of use: 2008. Diagnosis or reason for use: detection for retained sponges. Event reappeared after reintroduction: no.